Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's mg/dl. Cause was not known. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.